Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that magnesium sulfate (2 gm/50 ml) was to infuse over 2 hours and finished earlier than expected in 30-40 minutes. Non-specified medical intervention was provided. The hospital investigation determined that a user error occurred, no deficiency was found with the pump, and further investigation was declined.